Event description:
Customer reported that the AED did not function properly during a rescue attempt. Responder placed the pads on the patient. After applying one shock, the unit gave a "service required" prompt. Responder had another unit which was used to save the patient.

Manufacturer narrative:
The suspect device was returned to the cardiac science corp. Manufacturing facility for further investigation. Review of the rescue file indicated that the device correctly identified the patient's vf rhythm and advised a shock. However, it failed to deliver the shock. Results of device evaluation indicated that the incident reported was caused by a hardware failure. This failure was due to the poor workmanship of a repair performed on the device pcba at the time of the original manufacture date of the AED. Process improvements and training have been implemented since this device was built in 2003. Csc's current policy for reworking a failed pcba is to return it to the vendor. The failed pcba was manufactured by OEM. Since 2004, csc has been using boards manufactured by a different vendor, venture electronic systems. Review of complaint files and service records indicates that this is an isolated incident.